Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complainant, the patient was being treated for a gastrointestinal bleed in the stomach. When the needle was being extended, they met significant resistance. They reported that the scope was not in a retroflex position within the patient. The needle never fully extended, and the needle was not used in the procedure. They were able to successfully use the probe for the cautery using heat. No patient complications were reported as a result of this event; the bleeding was not exacerbated by this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6), 2010, this report was deemed to be reportable, based on the investigation results. The injection gold probe device was received with the needle extended.

Manufacturer narrative:
The reported injection gold probe device was received, and evaluated. A preliminary visual inspection noted that the catheter was kinked, and that the needle was extended. The device was disassembled and the hypotube assembly was found to be bent. Based on test results, the hypotube fractured due to repetitive movements trying to extend the needle, after the hypotube assembly was bent. The needle could not extend or retract due to the broken hypotube inside of the catheter. Upon the hypotube fracturing, the needle exited and remained extended. The most probable root cause is operational context. If the catheter is advanced rapidly and the strokes of the hand are spaced more than recommended, any resistance encountered during advancement may cause a kink in the hypotube/needle to occur, which may impede needle extension/retraction. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.